Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 436 mg/dl, which was treated with the insulin pump. The alarm history contained more than one motor error alarm within 30 days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. No excessive no delivery alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with missing end cap sticker, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case, cracked reservoir tube window, cracked case at the reservoir tube window corner.